Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: had a manta closure device model 2115 malfunction during a case. The tech stated that blood went everywhere. Also, tech stated, that they were able to use a second manta device but had to go 1cm deeper than usual for it to work.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta device was deployed for closure. A malfunction occurred while the manta was in use and profuse blood was present. A second manta device was successfully deployed 1cm deeper than the first device. By design the manta device allows for blood to exit between the handles and the sheath. Quantifying the blood loss is not possible without additional information. Therefore, is undeterminable if the "blood that went everywhere" is a true device malfunction or a result of patient anatomic condition(s). It is of note that on the doctors 2nd attempt "had to go 1 cm deeper than usual for the device to work". Based on the provided information, it is possible that excessive bleeding is due to the device being deployed in an unstudied population. Therefore, due to insufficient amount of information regarding the manta device and the procedures performed, a root cause of the bleed cannot be determined. The IFU was reviewed and confirmed to list the following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Manta deployment depth = flow stop measurement at skin + one (1) cm.